Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted and broken inside the sensor base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with sensor cannula breaking off in the customer's body. The customer's blood glucose level was reported to be 176.4mg/dl. It was reported that the customer was receiving sensor error. It was reported that the customer could see and feel the cannula. It was reported that the customer was advised to have the site checked by their healthcare provider. The sensor was reported to be replaced and returned for analysis.